Manufacturer narrative:
This report is being submitted for the initial and investigation conclusion. Technical services provided the sds to the customer advised them to contact poison control. The reported health status is anticipated in nature and severity for binaxnow covid-19 ag card risk documentation. The product will continue to be monitored and tracked.

Event description:
Customer reported that a staff member had utilized the reagent bottle as eye drops on themselves. Although requested, no additional information, regarding treatment or outcome, was provided.